Manufacturer narrative:
This device is used for treatment, not diagnosis. The scepter c and scepter xc occlusion balloon catheters are intended for use in the peripheral and neuro vasculature where temporary occlusion is desired. The balloon catheters provide temporary vascular occlusion which is useful in selectively stopping or controlling blood flow. The balloon catheters also offer balloon assisted embolization of intracranial aneurysms. Per the instructions for use: potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Contraindications: not intended for embolectomy or angioplasty procedures, not intended for use in coronary vessels, not intended for pediatric or neonatal use. The device involved in this event has been evaluated. The balloon was confirmed to be ruptured. The complaint description indicated that the user could not advise on how much the balloon was inflated. Reference (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. .

Event description:
It was reported that during the embolization of a dural fistula, the scepter xc was advanced into the occipital artery. The balloon inflated successfully, but deflated and would not reinflate. The device was withdrawn successfully without incident. No patient harm or injury was reported.